Event description:
It was reported that during removal of the tunneler sheath, the sheath appeared to have caught on a tacking device used to staple in mesh during a ventral hernia procedure. The sheath broke during removal whereby approx 4" of the sheath remains in the pt. The physician made the decision not to retrieve the distal portion. The proximal portion was discarded.

Manufacturer narrative:
Eval summary: the proximal portion of the device involved in this incident was discarded. Without the actual product, a complete analysis cannot be conducted. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that during removal, the sheath appeared to have caught on a tacking device used to staple in mesh for a ventral hernia procedure. Approx 4 inches of the sheath remains inside the pt. A review of the lot history revealed it was the only complaint for this lot. The device history record was also reviewed, and all mfg operations were found to be within specification. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.